Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket d1 was failed. A field service engineer (fse) confirmed that all pockets in row b were not detected on bus. The fse proceeded to inspected back of drawer and replaced the individual pxyibus module control board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pocket d1 was failed after cubie replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.